Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair, it was determined that the battery oscillator device saw blade head came apart from the battery drive. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device saw head came apart, the device had loctite failure, a cracked saw head locking mechanism and worn motor. Therefore, the reported condition was confirmed. The assignable root cause for the saw head falling off and the cracked oscillation head were related to design and have been escalated to a CAPA. The assignable root cause for the loctite failure was related to improper cleaning and maintenance. The assignable root cause for the worn motor was due to normal wear. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.